Manufacturer narrative:
(B)(4). The return of the product was requested. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
Boston scientific received information that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to chronic pain syndrome and a possible infection. The electrode was surgically abandoned. No additional adverse patient effects were reported.